Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends identified for the product for the issue. Device history record review did not identify any non-conformances or deviations with the reagent lot 22154ui00. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Inhouse testing using retained kits of the complaint lot 22154ui00 determined that the specificity performance is not negatively impacted. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg reagent lot 22154ui00 was identified.

Event description:
The customer reported a false positive architect total b-hcg result for a patient. The following data was provided on (B)(6) 2021 (reference range: </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): on (B)(6) 2021 sid: (B)(6) = initial result = 80.59 miu/ml; on (B)(6) 2021 repeat result = < 1.20 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.